Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, several episodes of non-sustained oversensing due to post paced t wave oversensing was observed. No therapy was delivered. Physician decided to take no action. There were not consequences for the patient.